Event description:
The customer states that sample was stuck in the needle and was unable to be retrieved.

Manufacturer narrative:
Device was decontaminated. Sample could still not be retrieved. Upon further investigation, there was no sample present. Bone fragments were jammed in front of the snare which did not allow for the sample to drive into the cannula. Stylet was most likely removed too early while driving the needle through the bone before penetrating into the bone marrow. Snare will functioning properly.